Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event a doctor reported that the cap came off of a midwest e 1:5 attachment while being used for trimming outside of the mouth. There was no injury or intervention.

Manufacturer narrative:
As received, the attachment could support the reported complaint however, a root cause could not be determined. Attachment was not able to be fully tested by production personnel due to a cap being loose. Microscopic evaluation revealed small dent/scratch on the head. Debris was seen within cap and head threads. Cap cavity was found with debris and corrosion. The cap end bearing retainer exhibited some fractures. Attachment was sent to sycotec for further evaluation. Results from sycotec stated: debris and corrosion within inner components. Seizing marks on the inner side of the push button indicating contact with the pusher. The ball bearings are worn.